Event description:
Infected total joint. Removed components.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation. The provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. Review of the device history records indicates all devices accepted into final stock met specifications. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. Complaint history review indicates there have been no other events for this lot or sterile lot. Review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.

Event description:
Infected total joint. Removed components.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5521-b-400 lot # alwi description: tri ts baseplate size 4. Cat # 5540-a-401 lot # xwlx description: triathlon femoral distal augment 5mm - size 4 left. Cat # 5551-g-350 lot # 0m19 description: triathlon asymmetric x3 patella. Cat # 5512-f-401 lot # dene description: tri ts femur sz4 left. Cat # 5560-s-212 lot # xrts description: tri cemented stem 12mmx100mm. Cat # 5543-a-400 lot # unk description: tri post augment sz4 5mm. Cat # 5540-a-401 lot # aawv description: triathlon femoral distal augment 5mm - size 4 left. Cat # 5543-a-400 lot # unk description: tri post augment sz4 5mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Device not returned to manufacturer.